Event description:
It was reported that the system had multiple errors during a case; one of these errors was a communication error which results in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb (fluoro function board) and monoblock controller pcbs were reseated. The system was tested and found to be working as intended and returned to service.